Event description:
It was reported that an unspecified number of 1 ml bd tuberculin syringe with detachable needles, slip tips experienced needles that were loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 309626, batch no: 9123857. Consumer reported needle separated with the shield. Consumer said he has trouble using the syringe. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/18/2020. H.6. Investigation: three 1ml slip tip syringes with needles attached in blister packs from batch 9123857 (p/n 309626) were received and evaluated. Two of the packages were opened and one was fully sealed. The syringes and needle components were visually inspected with no defects observed. The shields on the two syringes in opened blister packs were easily removed with the hub remaining attached to the syringe. The results show the shield removal was acceptable per product specification. Unfortunately, the potential root cause can not be defined at this time as the reported defect was no identified. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of 1 ml bd tuberculin syringe with detachable needles, slip tips experienced needles that were loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 309626, batch no: 9123857. Consumer reported needle separated with the shield. Consumer said he has trouble using the syringe. Date of event: unknown.